Event description:
Customer reported no ECG reading from the dpm 6/7 monitor's mpm module. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and reflowed the solder at the connectors on the front panel. Unit was calibrated and safety tested to factory specs.